Manufacturer narrative:
Additional information. The complaint allegation was confirmed. One unpackaged ar-1588rtt batch number 15199850 was received for evaluation. Upon visual inspection, it was determined that the suture system was damaged. The sutures connected to the button appeared damaged and frayed. Additionally, no sharp edges were detected on the button itself. Functional testing cannot be conducted due to damage to the suture system. The most likely cause of the event is attributed to user error. Per dfu-0147-8. Rev. 0. G. Precautions. 2. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl surgery the fibertag button could not be flipped and was blocked. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.